Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. The attached user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt experienced red heart alarms while connected to batteries. The surgeon stated that the external portion of the percutaneous lead was in bad shape and they suspect a wire fracture.